Event description:
Caller reported a cartridge alarm that prompted a warning display of "high" without indicating a specific blood glucose value. There was no adverse impact to the customer's blood glucose level. The customer managed the high blood glucose by administering a correction via multiple daily injections (mdi) and bolus. Technical support determined that the pump needed replacement, which was confirmed to be under warranty. The customer was informed about receiving a replacement pump with updated software and was instructed on how to place the old pump into storage mode and return it to tandem using a pre-paid return box. The customer also acknowledged the requirement to program the settings and connect their continuous glucose monitor (cgm) to the new pump.